Event description:
It was reported to medtronic neurosurgery that a pt had a lumbar drain placed to monitor and manage spinal cord edema related to acute ischemia. According to the report, the drain was removed several days later and it was determined that 15 cm of the lumbar catheter remained in the pt. The pt underwent revision surgery to remove the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided.